Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system had been exhibiting a gradual decrease of right atrial (ra) impedance measurements that has reached low out of range measurements. The crt-d system remains in service. No adverse patient effects were reported. Technical services (ts) was consulted and a minute ventilation (mv) chop episode was noted. Ts recommended reprogramming options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).